Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and after installing the uim onto uim test fixture and powering the assembly on, the led¿s were completely off and the screen did not power on. The power was then cycled and the led¿s powered on along with the lcd assembly. Each time after cycling the power the screen powered on and no other anomalies were found. The thermistor was measured at 20.46ohms which is normally rated at 15ohm (12ohm min ¿ 18ohm max). Findings/root-cause: defective thermistor on the control pcba. This issue is being addressed in an internal correction.

Event description:
Carefusion technical support received a call from a biomed at one of our user facilities requesting a replacement user interface module. According to the biomed one of their user interface modules went blank during check out. There was no patient involvement during this incident.

Manufacturer narrative:
Carefusion technical support shipped a replacement user interface module to the user facility. They also issued a returned goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. As of 03/03/2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow up medwatch report will be submitted.